Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the loudspeaker membrane on their intellivue multi measurement server x2 is damaged and they observed a loudspeaker error. It is unknown if the device was in clinical use at time of event. There was no adverse event reported.

Event description:
The customer reported the loudspeaker membrane on their intellivue multi measurement server x2 is damaged and they observed a loudspeaker error. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.